Manufacturer narrative:
H11: additional manufacturer narrative: this is one of two manufacturer reports being submitted for this article. The subject device is not available for evaluation as it remains implanted in the patient. The dates of the events are unknown; however, the article was received for publication on 22 october 2025. Therefore, the date the article was received for publication was used as the occurrence date. Article citation: g.muntane-carol, r.romaguera, l.teruel, and j. A.gomez-hospital, "early postoperative mitral bioprosthetic thrombosis during ECMO support: urgent transcatheter valve-in-valve implantation," catheterization and cardiovascular interventions (2026): 1-4. Https://doi.org/10.1002/ccd.70577. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Medical article "early postoperative mitral bioprosthetic thrombosis during ECMO support: urgent transcatheter valve-in-valve implantation." A 61-year-old patient with a valve model 7300tfx25 implanted in the mitral position showed thrombosis of the mitral bioprosthesis 48 hours after implant, with severe obstruction (mean gradient of 16mmhg), requiring a transcatheter valve-in-valve reintervention. Prior to the initial implant procedure, the patient was supported on ECMO due to cardiogenic shock. Transesophageal echocardiography confirmed papillary muscle rupture involving the anterior mitral leaflet, prompting emergent surgical mitral valve replacement with implantation of the 7300tfx25 valve. Following surgery, the patient remained on va-ECMO support. After diagnosis of bioprosthetic valve thrombosis, a valve-in-valve procedure was performed, and a 26mm non-edwards transcatheter valve was successfully implanted within the surgical valve. The postintervention clinical course was satisfactory, allowing for successful weaning from ECMO and extubation. Overall recovery was slow but successful. The patient was discharged home in stable condition after 8 weeks of hospitalization.